Manufacturer narrative:
Additional information: field service engineers observed a following case with the same system, but different patient. During the case the issue could not be recreated and the system functioned as intended. An initial review of the logs reviewed during the case did not indicate any further faults or point to a root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. There was a recoverable software issue. This issue is not a systemic issue as it was resolved by system reboot and retaking another image. Number of people exposed: 1 - patient total number of people in or unknown estimated dose to patient 14.584 msv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that during the case, the site took a 3d spin, and while the mobile view station (mvs) was reconstructing the image, the system showed an error message saying the application crashed and the applicated needed to be restarted. The site chose to restart and re-boot the mvs, and as soon as the system came back on, they took another spin and the issue occurred again. The representative had the site re-boot the image acquisition system (ias), then the mvs, and this time the site was able to take a navigated spin and proceeded with the case. There was a total of 2 unused spins. There was a less than 1-hour delay to the procedure an no impact on patient outcome.